Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 15-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer logged into hardware test application (hta) and confirmed that all drawers passed, with drawer 1.10 opening and closing without any errors. The station was then rebooted, and the pharmacist completed multiple inventory checks on drawer 1.10 with no issues reported. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es station et3-anes11 drawer 1.10 failed and didn't pop out. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.